Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open right lobectomy, while cutting the tissue, the device did not fire. Replacement of the device was done to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted no abnormalities. Functional testing was performed. The reload was applied to test media with proper staple formation but increased force was noted. Further analysis of the device was performed by removing the device from the firing instrument, removing the cover tube, removing the lock ring, and removing the channel adapter. The knife laminates were found to be damaged. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.